Manufacturer narrative:
(B)(4).

Event description:
It was reported that the product's sterility was compromised. During preparation for a left atrial appendage (laa) closure procedure. This watchman® access system was selected; however, while opening the device there was a tear found on the front surface and the device became unsterile. This device never entered the patient. The procedure was completed with another of the same device.